Event description:
It was reported to philips that the system had a startup failure. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked system and confirmed that system software was stuck on philips logo interface during startup. Upon troubleshooting fse found that the hard drive indicator light on the host pc was not flashing, which means that the hard drive was not being read. To resolve the issue, fse re-plugging the memory modules and hard drive cables. After re-plugging the memory modules and hard drive cables, the system returned to use in good working condition. The codes were updated based on the investigation outcome.